Event description:
The patient was assessed and a peripheral IV (piv) accessed. Extracorporeal photopheresis (ecp) cellex machine was primed prior. One prime ten alarm was noted during priming. The treatment was initiated with no issues. Air was primed through the cellex with no alarms. During the draw cycle, alarms were noted with air in the draw or return lines. Air was noted in the return line and the machine was paused. I was not able to draw any further as the alarm would not let me continue with the treatment. The kit was aborted, vital signs were stable and the patient was discharged home.